Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings:a review of the black box showed the data from the date of the complaint as overwritten. The current black box data showed no evidence of a short battery life. The alarm history showed a replace battery alarm with out the black box data to support the dates of occurrence the battery voltage of the replacement batteries could not be determined. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal.